Event description:
Siemens was informed of a malfunction that occurred while operating the sensis vibe combo system. During an emergency patient procedure, line signal did not appear on the vital sign of the polygraph, the pressure signals were frozen as well. Additional information was provided that the procedure was continued by using an alternative monitoring system. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.